Manufacturer narrative:
Patient information currently unavailable. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is (B)(4).

Event description:
The hospital reported the unit was not holding pressure and it was not able to ventilate the patient. The certified registered nurse anesthetists (crna) stated the patient became light, but there was no recall. There was no adverse consequence to the patient reported.